Event description:
It was reported that while using the surgical fiber during a prostate procedure, the tip of the fiber cracked/was damaged @ 57,401 joules of use. The case was completed using a second fiber. Patient outcome: "no patient injury."

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap was found to exhibit a drilled through condition. Contamination inside the cap and burnt on detritus were also observed. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and a reduced tissue vaporization efficiency. The drilled through fiber cap condition may also result ina forward firing condition of the side-firing surgical fiber. The probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.